Manufacturer narrative:
The device has not been returned to animas for evaluation. The lot number of the cartridge was not provided by the user; therefore, animas was unable to test samples with the same lot. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the patient's mother contacted animas alleging air in a cartridge. The reporter stated that the patient changed cartridge/site/set on (B)(6) 2011. The following morning, the patient's mother stated that the patient woke up with a bg of 379 mg/dl and tested positive for ketones. There was no mention of symptoms. When the reporter removed the cartridge from the pump she noticed there was about a 1/4 inch of air in it. The patient's mother corrected the bg by pen and patient's bg dropped to 290 mg/dl. It was reported that the patient ate lunch and bg rose back to 370 mg/dl again. The reporter stated she removed the cartridge from the device and saw there was air in it. At the time of troubleshooting, the patient confirmed he primed tubing at the time he changed cartridge/site/set the day prior and recalled that only small drops came out of the end. The patient could not recall if there was air visible at the time of cartridge fill. This complaint is being reported because the patient reportedly developed a symptom suggestive of hyperglycemia while using the subject device.